Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files was not possible as no lot number was informed. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that an obese patient was undergoing a femoral artery procedure and at the end of the procedure, following deployment of the 6f celt acd implant to close the arterial puncture, dr inadvertently pulled it out of the arterial wall and deployed it in the subcutaneous tissue. Dr confirmed this with an x-ray post deployment and held pressure post deployment on the patient's groin. The patient however, developed retroperitoneal bleed 2 hours later and was transferred to hospital for observation. No surgery or blood transfusion was required and the patient had made a good recovery and was discharged the following day.